Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) path way - cryo ablation with a webster cs catheter with auto ID technology and the patient suffered a heart block. It was reported that during an svt & pathway with cryo case, the patient after being mapped with a 4mm catheter, a medtronic cryo catheter was pulled and an st elevation was discovered on s2 and st, and left bundle branch block. They stated this as noted through the EKG signal and electrogram (egm) values. An interventional cardiologist was called and an arterial cath was installed to assist with the issue. They also stated that the patient is in stable condition. A nav 4mm catheter and the webster cs catheter were used, but only the webster cs was inside the body when the issue happened. The physician¿s opinion on the cause of this adverse event is that the cryoablation may have affected a surrounding artery. Patient improved and is expected to be fully recovered. It was not reported the patient required to extend their stay at the hospital.

Manufacturer narrative:
Device investigation details: available information indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).